Event description:
It was reported that the patient's left ventricular (lv) lead threshold had increased to a high level (max output), and was exhibiting failure to capture. The physician chose to program the lv lead "off" and "electrically abandoned" the lv lead. The lead remains implanted, but not in use. No patient complications have been reported as a result of this event. It was noted the patient is currently enrolled in the (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: dtba1d1, ICD; implant: (B)(6) 2014. (B)(4).